Manufacturer narrative:
One (1) sample was returned for evaluation; the sample appeared to be in good condition. During the manufacturing process, the devices are one hundred percent inflation tested. The process includes inflating each device cuff and checking the cuffs after a 12-hour period. Reductions in pressure over this time are considered a failure, and the device would be rejected. The inflation test was repeated on the received sample. The sample failed the 12-hour test; the cuff was deflating during inflation. The source of the leak was a tear in the cuff. The root cause of the reported failure likely occurred during a tracheostomy procedure or during use. Potentially, contact was made with a sharp edge. No lot number was provided for performance of a device history record review. (H6c, h6d, h6e).

Event description:
It was reported that when the customer put air in the cuff, it deflated and shrank. The customer did not check the product prior to the use of it. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and device manufacturing date not available.